Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 06/06/2017-product analysis: the device was returned and evaluated by product analysis on 05/16/2017 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s alarm history revealed low battery warnings. The pump successfully completed a prime sequence without issue or alarm. Power draws were found to be within specification. Moisture was observed within the battery compartment. Leak testing revealed no pump case leaks. No damage or defect was found to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.